Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this left ventricular (lv) lead, high pacing thresholds were observed. Some pacing vectors showed loss of capture and phrenic nerve stimulation was observed at high outputs. During a post-operative check the thresholds were shown to have increased and the patient reported some phrenic nerve stimulation. A chest x-ray was obtained and confirmed that there was no evidence of lead dislodgment. The physician elected to turn off lv pacing and monitor the system to see if thresholds would improve. Later a revision procedure was scheduled to revise the lead. The lv lead was successfully replaced with adequate thresholds and no phrenic nerve stimulation. This lv lead was extracted and discarded. No additional adverse patient effects were reported.